Event description:
Caller states patient tested 4.9 inr, 5.9 inr, 4.2 inr, and 4.6 inr on the coaguchek xs system. Caller held patient's coumadin dose for 2 days based on the result of 4.9 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).